Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for out of range unipolar pacing impedance on the right ventricular lead. The impedance reading was lower than the set threshold. No further actions were required as the device is currently programmed bipolar pace and sense. The lead remains in use. No patient complications have been reported as a result of this event.